Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the mid circumflex artery. The 2.5 x 12 mm trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated 3 times, to 10 atmospheres (atm). After the trek bdc was removed, it was observed that the distal end had separated and remained in the anatomy. Another unspecified balloon and guide wire were advanced. The balloon was inflated and used to successfully remove the separated portion of the trek. A non-abbott stent was used to treat the target lesion and the patient was confirmed to be stable. No additional information was provided.